Manufacturer narrative:
An event regarding crack/fracture involving a dall miles cable was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "inadequate initial pp-fracture fixation with an insufficient number of cables, only one in stead of three, has caused an overload condition on the proximal dm-cable with early rupture requiring revision." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "inadequate initial pp-fracture fixation with an insufficient number of cables, only one in stead of three, has caused an overload condition on the proximal dm-cable with early rupture requiring revision". Further to this the review indicated that there were no device related factors present. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened

Event description:
Two dall miles broke, revised the patients right hip to take the cables out and put in a cemented stem. Patient had a thr on (B)(6) 2016 that was revised on (B)(6) 2016 and then revised on (B)(6) 2016. The implants that were removed on (B)(6) 2016 were replaced with a long omnifit cemented stem and trochantry dall miles strips and cables. The reason for the current revision was that the cables were broken and the fracture had not healed yet. Patients height and weight not available. No return of implants due to hospital policy. X-ray is available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Two dall miles broke, revised the patients right hip to take the cables out and put in a cemented stem. Patient had a thr on (B)(6) 2016 that was revised on (B)(6) 2016 and then revised on (B)(6) 2016. The implants that were removed on (B)(6) 2016 were replaced with a long omnifit cemented stem and trochanter dall miles strips and cables. The reason for the current revision was that the cables were broken and the fracture had not healed yet. Patients height and weight not available. No return of implants due to hospital policy. X-ray is available.